Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged following the implant procedure. The patient was sent back to the catheter lab and the physician repositioned the lead. The ra lead remains in use. No patient complications have been reported as a result of this event.